Manufacturer narrative:
The reported event that the tip of the pointer is broken was confirmed through the visual inspection. Amy physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device was identified to be broken while in the sterile processing department at the user facility. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that the tip of the device was identified to be broken while in the sterile processing department at the user facility. No adverse consequences or procedural delays were reported with this event.